Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that after tissue adjustment, could not attach anvil. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55d3c. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: picture received shows a device aside of a (B)(4), the device can be seen with the safety lockout engaged, and the anvil not loaded on device. Based on the photo alone the event describe cannot be confirmed.